Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported error 319 on arm 4. Site did a couple power cycles and an emergency power off on the patient side cart (psc) with no change. The site was about done with the case, so they disabled arm 4 and are completing as a 3-arm system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where check all boards was found to be failing on the axes controller spar (acs), replicating the reported event. Once testing was completed, the parallelogram fiber was tested and verified as the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty parallelogram fiber, causing communication issues within the usm 4 and being detected by the system through error 319.